Event description:
It was reported that the user consumed a high-carbohydrate meal at the movies, announced the meal on the ilet, continued eating, and subsequently experienced hyperglycemia; a fingerstick measured 426 mg/dl, and the caregiver disconnected the ilet and administered a subcutaneous insulin injection, with guidance to remain disconnected for two hours and replace the infusion set before reconnecting. Symptoms included hyperglycemia. Outcomes included caregiver-directed corrective action without emergency care or hospitalization. Investigation included remote troubleshooting and education regarding meal announcement, correction strategy, temporary disconnection after manual injection, and infusion set replacement. Investigation of this case revealed no confirmed device malfunction and suggested possible infusion set or site-related underdelivery or mismatch between insulin delivery and carbohydrate intake. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.